Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis reported having developed a severe case of peritonitis. Follow-up with the primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, durations not provided); however, on (B)(6) 2023 the preliminary 72-hour peritoneal effluent culture result returned positive for staphylococcus epidermidis. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without reported issue, and her antibiotic regimen/route (intravenous) was adjusted based on the cultured organism (drugs, dosages, frequency, durations not provided). The patient will likely return to pd therapy once the infection has cleared. The pdrn stated the cause of the peritonitis is currently unknown, however it was unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient remains hospitalized and is recovering from the serious adverse events.